Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pace impedance measurements less than 200 ohms, and a history of stored episodes containing noise. In addition, this right ventricular (rv) defibrillation lead exhibited low, out-of-range shock impedance measurements less than 20 ohms. Technical services (ts) recommended following up with the other manufacturer's field representative to further evaluate the leads and review chest x-rays. Ts also recommended considering commanded shocks. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).